Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal es was deployed. The pt was discharged the same day. The pt returned to the hosp ER six days later and was admitted overnight for a fever. A gram stain of the right groin reported "few white blood cells, no organisms seen". The wound culture reported "aureus, moderate growth". The lab work white blood count was 10.3. The pt was treated with IV antibiotics and released from the hosp the next day. The pt was readmitted to another hosp (hosp name unknown) a few days later to drain an abcess in the groin. The white blood cells were reported as "normal" and an ultrasound was performed which was negative. The pt was observed overnight and then discharged. No further complications were reported.